Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was involved in a car accident within the last 6 months. Reportedly, the scs system stopped providing effective pain relief to the intended pain pattern after the accident. Several reprogramming were attempted to no avail. As a result, surgical intervention was undertaken wherein the entire system was explanted.